Event description:
During amniocentesis, needle sheath separated from hub creating a free flow sheath within the pregnant uterus. Pt required surgical intervention and transfer to another facility for fetal surgery. Twin fetal demise. Other product from lot # available.